Event description:
The hospital biomed reported that the device failed the shock button portion of the op check. No patient involvement was reported.

Manufacturer narrative:
Customer evaluated device.

Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.